Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, save to disk file from (B)(6) 2016 had no stored diagnostic data. Implant detect status was off/complete. Noted that implant detect reported to have been manually competed on (B)(6) 2016.

Event description:
It was reported that during implantable pulse generator (ipg) follow up check, that the device indicated "diagnostics still initializing." No diagnostic data was available. It was revealed that the implant detect had not been completed. The implant detect was performed during the follow up check, and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.